Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that a ventilator experienced a blower temperature high error message. The device was not in patient use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by an international philips remote service engineer (rse). The investigation is still ongoing.

Event description:
It was reported to philips that a ventilator experienced a blower temperature high error message. The device was not in patient use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by an international philips remote service engineer (rse). The investigation is still ongoing.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Manufacturer narrative:
Upon further investigation, it was reported that the issue of high blower temperature was found during preventative maintenance. There was no patient involvement. Therefore, this complaint no longer meets the reportability requirements.